Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months, 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital. CT of the head showed bilateral small volume subarachnoid hemorrhage predominantly along the right greater than left frontal convexities. A neurosurgeon stated that there will not be surgery intervention. The patient remained stable and was admitted to the cardiac intensive care unit for further monitoring. Repeat of head CT was performed on (B)(6) 2019 and showed stable subarachnoid hemorrhages. Another head CT was performed on (B)(6) 2019 showing a new intraparenchymal hemorrhage with surrounding edema. The patient had a steady decline in mental status to the point that the patient was able to follow basic commands but had overall increase in lethargy. On (B)(6) 2019, the patient started on low heparin bridge. Additional head CT showed large intraparenchymal hemorrhage of the right parietal and frontal lobes. The patient was admitted to hospice for comfort measure only. The device was disconnected. The patient expired (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Stroke is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance.

Manufacturer narrative:
Event: the patient's death is reported within MFR report number 2916596-2019-01339.